Manufacturer narrative:
The complaint received states that approximately 48 days post index procedure, this (B)(4) study patient died of unknown causes. This was an (B)(6) female with medical history including synchronous, severe cardiac and carotid disease; open heart surgery; carotid revascularization; hyperlipidemia; chronic obstructive pulmonary disease (copd); cardiac arrhythmia; congestive heart failure (chf); severe aortic/mitral valve disease; prior smoking; myocardial infarction (mi); and hypertension. This patient met several of the study's criteria for high-risk stratification. The target lesion was located in the ostium of the right internal carotid artery (ica). The lesion was described as non-thrombosed, 90% stenosed, concentric, and eccentric with severe calcification. The reference vessel was mildly tortuous and 6.0mm in diameter. The lesion was pre-dilated with an unknown balloon catheter. During advancement of the device, the angioguard rx failed to cross the lesion. The angioguard rx was not deployed and was successfully removed from the patient. An ev3 embolic protection device was used and a 7x30mm precise pro rx stent was successfully implanted. There were no air bubbles present. The ev3 was removed and the patient left the angiography suite with no neurological deficit. Information received states that approximately 48 days post index procedure the patient expired. To date, despite multiple inquiries, no further information has been available. The death did not occur in the facility where the index procedure was performed. No reported autopsy was performed. There has been no successful contact with the patient's family. The stent remains within the patient and unavailable for analysis. (B)(4): the device remains implanted in the patient and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. No corrective action is required at this time. Review of the available information does not allow for an exact determination of causal factors; however, the patient was of advanced age and had multiple medical conditions that may have contributed to the reported death.

Manufacturer narrative:
Concomitant products: 6 mm angioguard embolic protection device, ev3 embolic protection device. The patient was asymptomatic for the study index procedure. The target lesion was the ostium of the right internal carotid artery (rica). The lesion was reported to be: a 90% stenosis, 15 mm length, reference diameter 6.0 mm, severely calcified, eccentric, and mildly tortuous. The lesion was pre-dilated. The physician attempted to use a 6 mm angioguard embolic protection device, but was not able to access/cross the lesion with this device. The angioguard was successfully removed. An ev3 embolic protection device was used. A precise 7 x 30 stent was successfully implanted at the target lesion. The residual stenosis was 20%. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the (B)(6) study indicated that the patient was enrolled in the study and had a precise 7 x 30 stent successfully implanted in the ostium of the right internal carotid artery (rica) during the study index procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. There were no reported procedural complications, or adverse events reported prior to discharge. The patient was discharged the day after the procedure. Forty-eight days after the study index procedure, the patient expired. The cause of death was unknown. It is not known if an autopsy was performed. No additional information is available. The event was reported to be unrelated to the study device/procedure, or any cordis produict.